Event description:
Customer reported receiving inaccurate erratic readings. Customer received blood glucose readings of 320 and 305 mg/dl. They dosed with insulin in an appropriate amount based on the readings. Customer began to experience symptoms of hypoglycemia. They self-medicated with three glucose tablets. Customer did not seek medical aid. Customer tested again and received a reading of 44 mg/dl.